Event description:
The customer reported that the kv was higher than the allowable tolerance.

Manufacturer narrative:
The ge service rep verified that kv accuracy is within tolerance. He verified that the system operates as intended.